Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es got error "select med from due now window" when trying to remove the medication and the user was unable to remove medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 27-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis stating an error when trying to remove the medication and not letting to remove medications. A technical support specialist dialed in to the station. Used the command shell tab to check the time zone. Used the command timedate.cpl to change the time zone and current time of the station. Rebooted the station and the time zone and time has changed. Informed that have applied fix on the station and have someone to test on it. Customer informed that they were able to pull the meds now from the station. The system functioned as intended after troubleshot by the technical support specialist.